Manufacturer narrative:
Product return was requested. The set screw (pn: 36-2001 ln: unk) was not returned for investigation, therefore the reported complaint cannot be confirmed. Should additional information be received or the device returns for investigation, the complaint will be reopened and then evaluated.

Event description:
It was reported that a patient went to a follow up visit 3-4 weeks after surgery and a set screw was found to be loose on post op imaging at l2-l3 level. The patient required a revision surgery that extended up one level from previous hardware. Patient did not report any pain. Further details were requested. No further details have been provided.

Manufacturer narrative:
Product has not returned for investigation. Additional information has been requested along with the return of the device.

Event description:
It was reported that a patient went to a follow up visit 3-4 weeks after surgery and a set screw was found to be loose on post op imaging at l2-l3 level. The patient required a revision surgery that extended up one level from previous hardware. Patient did not report any pain. No further details have been provided at this time. Part number is unknown at this time. Additional information and return of the device has been requested.